Event description:
The customer observed elevated architect ca19-9xr results which were not consistent with the patient's history when reagent lot 08852m500 was in use. The customer had been using reagent lot 08852m500 since the end of (B)(6). The customer stated the issue was resolved when the lot of reagent was replaced. The customer provided an example of falsely elevated results in comparison to another reagent lot, as follows: sample #3: reagent lot 08852m500 = 70.1, different lot = 29.8. The falsely elevated results were not reported to the medical provider, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.